Event description:
It was reported that while being prepared to be used with a patient with syncope, the external pulse generator (epg) was unable to start up. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However there was something sticky found on the battery contacts. As a result the contacts were cleaned. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section.